Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the no delivery alarm recurred. The customer's blood glucose was 530 mg/dl at the time of incident. The insulin pump will be returned for analysis.